Event description:
The facility reported a colleague infusion pump with a "constant alarm". This condition was found during biomedical testing upon power up. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been serviced prior to this event. A device history review was performed finding no exceptions, nonconformances, or rework during manufacturing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with "constant alarm" was confirmed and duplicated during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and no assignable cause can be provided. The pump was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.